Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (check te messages/adjust belt/check belt messages) has been confirmed. Upon investigation the electrode belt failed a therapy electrode recognition test. The cause for the messages was isolated to an open rear pulse wire in the trunk cable. The root cause for the open pulse wire was excessive force on the cable. No adverse event resulted from the open pulse wire.

Event description:
A us distributor returned a patient's electrode belt and reported that the electrode belt was causing check therapy electrode and adjust belt/check belt messages.